Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pacing lead had unstable thresholds and the parameters were not good for 2 to 3 hours of trying to adjust the position to pace. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.